Manufacturer narrative:
(B)(4). The results of the investigation concluded that no visual or functional anomalies were noted to the hemostasis sheath. The sheath distal tip inside diameter measurement was consistent with the specification. The 6f catheter mentioned in the complaint description was not returned, however, the dilator was able to be fully inserted into the hemostasis sheath and no functional anomalies were noted. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported catheter insertion difficulties through the hemostasis sheath was unable to be confirmed and remains unknown. The maximum introducer sheath instructions for use (IFU) cautions that the user should not attempt to insert a catheter having a distal tip or body larger than the introducer size indicted. The maximum introducer sheath instructions for use (IFU) instructs the user to insert the dilator into hemostasis valve and then follow normal accepted practice for vessel puncture, guidewire insertion, vessel dilator and hemostasis introducer use.

Event description:
A 6f maximum introducer was selected for use during a coronary angiography from the left radial artery. After placing the introducer into the patient, a 5f diagnostic catheter was placed through the device. Later during the procedure, two non-sjm 6f catheters were unable to pass through the introducer. During the procedure the patient experienced a vasospasm and was given medication as treatment. The device was removed replaced with another manufacturer's larger device to complete the procedure.